Event description:
The event is reported as: the customer alleges that there was difficulty removing the et tube when extubating the pt. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported serial number (B)(4). The DHR investigation did not show issues related to the complaint. A document review fmea (product/process) was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.